Event description:
A customer contacted baxter's technical service center to report the transfer set would not snap when opened all the way. The homepatient (hp) stated that the transfer setup will just keep turning. On (B)(6) 2010 product surveillance contacted the home patient's peritoneal dialysis nurse (rn). The nurse stated that the transfer set was replaced and the sample was discarded. The nurse stated that the occluder feet were broken and or worn out. The nurse further stated that she believes that the caregiver (cg) may have been overtorquing the twist clamp. The nurse confirmed that there were no leaks. The nurse confirmed that the patient did not need antibiotics and that there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a damaged-crack/broken was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. The root cause is unknown. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.